Event description:
It was reported by service report that the foot-end lift was stuck in a high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - lift power coil cord.